Event description:
Na

Event description:
The pt reported no longer being able to hear on several electrodes. Diagnostic testing of the device showed normal device function. The device was electively explanted. Device analysis found that there was a device malfunction.